Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. After multiple new batteries unit remained on blank display. Original battery cap was used and not damage was noted during visual inspection. Metal contact remained intact. Pump received with blank display. Unable to perform the displacement test, sleep current test, active current test and self test due to blank display. Unable to confirmed unexpected battery power loss or battery anomalies due to blank display and unable to download. Pump was cut open to perform visual inspection. All connectors including internal and external battery connectors were properly plugged into place. No evidence of physical or moisture damage¿on the electronic assembly, motor, or force sensor was noted. Swapping out test boards confirms blank display was found on the pcba 2 and isolated. Test p-cap and reservoir locked properly into reservoir compartment during testing. No physical damage noted during visual inspection. Blank display was isolated to pcba 2. Unable to download history files and traces due to blank display. In summary, pump receive with a blank display suspected to be on the pcba 2. Unable to download history files and traces due to blank display. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had a low battery alarm the battery failed alarm and not accepting a battery. The insulin pump battery cap was hard to put on the pump and also reported a blank display. Troubleshooting was performed and advised the customer to use an aa alkaline or fully charged aa nickel-metal hydride (nimh) rechargeable battery. Advised to check the contacts on the battery cap for corrosion and/or damage and found no contacts were missing, damaged, or corroded. No harm requiring medical intervention was reported. The customer will continue using the device on receipt and the replacement of the pump and it was returned for product analysis.